Event description:
Reporter alleged obtaining the results of 451 mg/dl, 211 mg/dl and 225 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she took 10 units of novolog immediately after the result of 451 mg/dl. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.